Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime. The customer¿s incident blood glucose level was 373 mg/dl. The customer¿s current blood glucose level was 335 mg/dl. The customer experience different blood glucose level of 283 mg/dl. The customer stated that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours. Drive support cap appears to be normal. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.